Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl with an unknown dose and concentration, clonidine with an unknown dose and concentration, and bupivacaine with an unknown dose and concentration via an implantable pump for malignant pain. It was reported patient was involved in a motor vehicle accident (mva) approximately 1 week ago and since that time has developed altered mental status (like they are getting to much opiate), and the healthcare professional (hcp) was wanting a manufacturer representative to check the pump. It was also discussed to contact the managing hcp. It was noted as a sudden change in symptoms/therapy. It was noted that the patient was hospitalized. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.